Event description:
Edwards received information that this bioprosthetic aortic valve, implanted twelve (12) years, six (6) months, required valve in valve intervention due to calcification. It was further reported, echo observed heavily, bulky calcification of non-coronary leaflet and moderate aortic regurgitation was noted. Patient had recurrent hospital admissions for congestive heart failure. Patient tolerated the procedure well and hemodynamics were stable.

Manufacturer narrative:
Device not returned. The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to confirm the clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.